Manufacturer narrative:
The pump was programmed with the correct time and date and monitored. No unexpected alarm or time reset noted. The pump passed the self test, rewind test, basic occlusion test and displacement test. The pump was unable to prime during the prime test due to a faulty force sensor. The pump also had minor scratches on the lcd window, a scratched case, a cracked belt clip slot, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a software error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.